Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/11/2017. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported issue could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received that a model zxt225 21.5 diopter intraocular lens (iol) was explanted due to the patient experiencing issues with glare, hyperopia and astigmatism. On (B)(6) 2017 the physician explanted the zxt225 lens and attempted to replace it with a non amo device to help the patient focus a little better. However, this procedure was unsuccessful as the lens did not sit properly, the capsule tore and a vitrectomy was performed. This lens was then replaced with a model zxt300 21.0 diopter lens, but unfortunately it went in the eye upside down and was subsequently also removed from the eye during the same procedure. The physician indicated the lens was not fully placed in the eye. There was no patient injury. Finally a third lens model zxr00 22.0 diopter lens was implanted to leave her balanced with her vision between the two eyes. The patient had corneal edema, but has cleared and has a normal functional retina. She is nearsighted. The patient may do a prk (photorefractive keratectomy) in the future or a lasik procedure. This lens was not saved for return.